Event description:
Revision surgery - the patient had a poly exchange on (B)(6) 2002 due to a broken left tibial poly insert. The patient is back again with instability. The locking screw in the 10 x15 posterior stabilized (ps) series 500 insert was separated from the poly insert itself. The surgeon removed the old 10 x15 ps insert, along with the screw and placed a new 10 x15 ps series 500 tibial insert. The patient was stable and showed a good range of motion.

Manufacturer narrative:
Catalog number was entered as 360-15-510 on the initial MDR; should be 360-15-010. The reason for this revision surgery was due to instability. This event and revision surgery is the result of a patient who had knee instability after 15.7 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. The surgeon found the locking screw had separated from the insert body. The surgeon removed the problem insert along with the screw and implanted a new tibial insert. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause. Inventory containment is not required. There are no indications of a product or process issue affecting implant safety or effectiveness.